Event description:
It was reported that this brady lead was explanted due to the patient condition. Patient experienced significant facial swelling and superior vena cava (svc) occlusion. No additional adverse patient effects were reported.